Event description:
A review of download data for a (B)(6) male patient revealed an occurrence of the service code 102 - charge profile fault. Zoll customer support contacted the patient and issued him a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. As received, the monitor displayed code 102 - charge profile fault. Upon investigation, r45 was open on the c/a board. The cause of the open r45 was a detached lead on high-voltage capacitor c22 on the defibrillator board. The cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis determined that epoxy was not applied properly during servicing of the monitor. Retraining was conducted for assemblers. No adverse event resulted from the broken lead on c22. The patient received a replacement monitor.